Event description:
It was reported there was an insertion retention issue with the anchor. It was also reported there were impedances greater than 30,000 ohms on the 8-15 lead for right side coverage. Reprogramming was attempted to get paresthesia and pain coverage for the left foot and right hip. Actions required included x-ray for lead placement, impedance checks and revision surgery with both leads being replaced. Symptoms included pain and less than 50% therapy relief for both right and left side implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead migrated.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).